Manufacturer narrative:
Device evaluation: no product has been received, but photos were received in the complaint file and were reviewed. The photos revealed an iol with a missing/detached haptic, which is consistent with the complaint event reported. No product was received and therefore no further evaluation could be performed. The complaint issue was confirmed, however can be attributed to handling during insertion and therefore cannot be confirmed to be related to manufacturing and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on feb 23, 2024. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint lens reveals that the haptic was detached. No further issues were observed. Photos were provided by the customer and evaluated revealing an iol with a missing/detached haptic which is consistent with the complaint event reported. The complaint issue was confirmed, however can be attributed to handling during insertion and therefore cannot be confirmed to be related to manufacturing and no product deficiency could be identified. The complaint issue haptic detached was identified during product and photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Pt info: unknown/ not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported when starting to implant a symphony an intraocular lens (iol) in the right eye, the physician noticed that the progression was slower and when injecting a part of the lens, the physician noticed the inferior haptic had come loose. Lens was inserted and removed during the same procedure. Patient recovered completely. Patient vision was 20/200 pre-operative (op) and 20/30 without correction post-op. No additional information was provided.